Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.